Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump had problem with the executive board and needed assistance. The patient involvement and injury information is unknown.

Manufacturer narrative:
Corrected fields: e3. Updated fields: b4, d9, g3, g6, h2, h3, h6- type of investigation, investigation findings, investigation conclusion and h11. It was reported that the cardiosave intra aortic balloon pump need assistance with executive board. It is unknown under which circumstances this event occurred and it is unknown whether a patient was involved or if there was any harm or injury. No repair information available. In future if we receive any repair information will reopen and update the investigation.